Manufacturer narrative:
(B)(4).

Event description:
Patient underwent a right hip revision procedure on an unknown date due to dislocation. The head was replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00765.